Manufacturer narrative:
Returnd device analysis reveals the lead is functioning as designed. No allegation co's lead failed to meet its performance specifications or caused or conributed to the infection. Proof of sterilization is on file. Infection is a recognized clinical event referenced in the device's labeling as a potential complication associated with lead implantatiion.

Event description:
"Pt rejection of pacing system."